Event description:
Additional information received notes that programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.

Event description:
It was reported that a patient presented with post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was not known.

Event description:
Additional information received notes recurring issue of post-paced t-wave oversensing. No changes or interventions were reported. The patient condition was not known.